Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion while using a contact detach infusion set and acknowledged extending infusion set wear beyond the prescribed change interval; guidance was provided to replace the set and verify drops during fill tubing, and the occlusion resolved after the supply change. Symptoms included elevated blood glucose, with a reported value of 166 mg/dl at the time of the call. Outcomes included restoration of normal pump function and no further occlusions after the infusion set change, with no injury or hospitalization. Investigation included remote troubleshooting, user education on infusion set replacement frequency, and follow-up to confirm resolution. Investigation of this case revealed that prolonged infusion set wear led to an occlusion at the infusion set component, which resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion set wear time exceeding instructions for use, resulting in an infusion site occlusion.